Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the insulin pump. The sensor would connect but then a couple of hours later, it would be dead. The insulin pump was alarming all the time because of the sensor. The customer also reported that the insulin pump drains the battery so fast. The battery would die in about two to three days. The insulin pump would lose all the memory. They had to reset the time. The customer's blood glucose level during the incident was 386 mg/dl. Troubleshooting was performed for the off no power. The customer stated that they did receive a low battery alert prior to the off no power alert. The customer stated the battery was not previously used. This was the second occurrence of the off no power in less than 24 hours after the low battery warning. The customer declined to troubleshoot the other issues with the insulin pump because it would be replaced. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self- test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm or off no power alarm noted. No unexpected lost of memory or time/date reset anomaly noted. The test minilink transmitter communicated properly to the pump. No unexpected lost sensor alarm or low signal alarm noted. The insulin pump had cracked case at display window corner and minor scratched display window.